Event description:
Medtronic received a report that during the delivery the solitaire fr stent encountered resistance in the middle of the catheter. The stent delivery was difficult and the cause of resistance was unclear. The patient was undergoing treatment for ischemic stroke from the end of the internal carotid artery to the middle cerebral artery m1. It was noted the patient's blood flow was xxx and vessel tortuosity was minimal. The patient's baseline modified rankin scale (mrs) score was 4, which remained the same following the procedure. The national institutes of health stroke scale (nihss) score significantly improved, decreasing from a baseline score of 19 to 3 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 0 at baseline to 3 post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved two passes with the device. The stroke onset to reperfusion time was 4 hours. It was reported that the surgeon was performing an emergency thrombectomy surgery. The surgeon used the solitact technology, react71 catheter and ruikangtong microcatheter, after determining the distal and proximal positions, they delivered the stent through the microcatheter. After the stent was delivered for about 30cm, the resistance increased, so the stent was withdrawn, hydrated again according to the process, flushed the passage, and delivered again, but it still could not enter. It was replaced with the stent of another manufacturer, which was successfully put in place, deployed, and pulled out, and thrombectomy were combined to end the surgery. It was noted that the vessel was not tortuous. There was no kink or damage on the catheter, also no damage on the pushwire of the solitaire. The tip of the solitaire sheath was already secured into the hub of the microcatheter. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no definite answer on whether the resistance occurred in the react-71 or the non-medtronic catheter or both. The patient was under local anesthesia during the operation. When the situation occurred, the surgeon was emotional. This phenomenon had not occurred in the past when sfr-6-30 was used. After reconfirming with the surgeon, the surgeon noted that the resistance during the operation was large and the stent could not move forward.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The reported non-mdt (ruikangtong) catheter was not returned with the solitaire stent device. Additionally, the model and size of the catheter were not reported. Therefore, any contributing factors from the catheter, including compatibility with the solitaire stent device, cannot be determined. Damaged location details: the solitaire fr 6-30 stent¿s working length was in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker, and the marker coil is in good condition. No kinks or bends were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length struts of the returned solitaire fr 6-30 stent device were kinked at the teardrop struts. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the non-mdt (ruikangtong) catheter against resistance. The root cause of the resistance cannot be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, failure to maintain the correct flush rate, rhv being loose during delivery, or a lack of continuous flush with heparinized saline during delivery. In this event, the customer stated that the vessel tortuosity was minimal, ruling out vessel tortuosity as a potential cause. Therefore, an incompatible or damaged catheter, failure to maintain the correct flush rate, rhv being loose during delivery, or a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance complaint. Since the reported non-mdt (ruikangtong) catheter was not returned with the solitaire stent device, and the model and size were not reported, any contribution of the catheter to the resistance complaint could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.